Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple issues. The customer's blood glucose level was unknown at the time of the incident. The customer informed that the down arrow button had to be pressed a few times to respond. The customer stated that the insulin pump had a failed battery test. The insulin pump was damaged as it had an inch crack near the side of cartridge and on the upper left corner and right corner of the screen. The insulin pump also had hairline fractures at top of battery cylinder along the edge. It was reported that the insulin pump had to rewind more than once per prime a couple times and had received an error code before. The device will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. Device received with cracked battery tube threads. Cracked lcd window, partial broken reservoir tube lip, cracked case display window corner and cracked case reservoir tube window corner. The p-cap locks into the reservoir compartment properly noted.